Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. The device triggered a false elective replacement alert consistent with auto capture and high output condition. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation at various pulse amplitudes measured current level within normal range and no indication of premature depletion noted. Longevity assessment was performed, based on field settings, and the device was in normal range of operation with appropriate remaining longevity

Event description:
Further information received notes that the device was explanted.

Event description:
It was reported during in clinic follow up that the pacemaker exhibited potentially premature battery depletion. No intervention was reported. The patient was stable and asymptomatic.